Event description:
It was reported that patient experienced a blister and burn on the left flank area following a flexsure treatment using tempsure.

Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. A device evaluation found the unit operating within specification. Log files were reviewed, and it was determined that site was re-using single-use flexsure applicator. Clinical's assessment also mentions that a skin fold was within the flexsure applicators when applied to the patient's flank. This could have contributed to the burn experienced. Labeling instructs: the flexsure¿ single-use applicator is for one (1) time, single-use only. Press firmly to smooth the applicator and to ensure full contact with the tissue, with no bubbles, folds, or air pockets. Bubbles, folds, or air pockets may cause patient discomfort at time of treatment. Patient was given polysporin as preventative medication. Blisters and burns are expected side effects from laser treatment, however cynosure is reporting this event out of an abundance of caution as this may be likely to cause permanent injury.